Manufacturer narrative:
(B)(4) multiple MDR reports were submitted for this event. Please also see associated report: 0001825034-2017-10506. Concomitant medical products: 195437 vgxp xp e1 tib brg lm 9x71 lot 025580, unknown vanguard screw catalog# unknown lot# unknown, vanguard xp interlock femoral component catalog# 195215 lot# 822760, vanguard xp tibial tray catalog# 195248 lot# 373000, biomet series a standard peg catalog# 184762 lot# 310920, unknown medial bearing catalog# 025580 lot# 011890. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Device remains implanted.

Event description:
It was reported that a patient was identified in a study that underwent left knee surgery for an unknown primary diagnosis. As part of the study questions and responses, it was stated that the tibial island was broken while placing the poly resulting in placement of a screw intraoperatively. At this time, the patient's pre-operative historical record was not provided, and the patient outcome is unknown. No indication of surgical delays were noted. Attempts have been made and no further information has been provided.